Manufacturer narrative:
This device remains implanted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this pacemaker device exhibited pacing impedance high out of range (2003 ohms). The device remains implanted. No adverse patient effects were reported. New information was received from the physician indicating that the pacing impedance measurements typically are around 1800 ohms, with a single episode of pacing impedance out of range of 2003 ohms. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported.